Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the insertion of a usb (universal serial bus) cable into an incorrect port resulted in the printer becoming unresponsive. The field service engineer reinserted the printer cable into the network port, resulting in the printer successfully resuming operation and producing multiple labels. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, that the zebra printer failed to produce any output despite being properly connected, having paper loaded, and the drawer experiencing a malfunction. The customer reported that due to the drawer malfunction, there was delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.